Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history record for the reported lot number, indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported to a company representative that the trocar leaked during a vitrectomy procedure. The procedure was completed with no harm to the patient. The product sample was not retained. No additional information is expected.